Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has stored episode of v-295 that contains noise articraft that may be from electromagnetic interference (emi). Shock lead may require further evaluation. Boston scientific technical services (ts) assessment implanted device has recorded atrial and or ventricular arrhythmia episodes in configured collection period. This time, device remains in service. No adverse patient effects were reported.